Event description:
Complainant alleged that during biomed testing the device displayed a"defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated interconnect cable.